Event description:
It was reported by the biomedical engineer that one of his units, autocat intra-aortic balloon pump was on a pt, when the pump stopped pumping. He said that the perfusionist came into the room, found that the power cord was unplugged and immediately plugged it back into the wall. The pump then resumed pumping. The biomedical engineer questioned the staff as to whether or not they disabled the alarms or ignored the alarms (low battery), but none of the staff members recalled as they were busy focusing on this critically ill pt. The pt was moved to the cardiac intensive care unit, and is still on the same pump.

Manufacturer narrative:
Product will not be returned for evaluation.